Manufacturer narrative:
Calibration signals were slightly lower than expected. Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+b (hcg+b) on a cobas e 411 immunoassay analyzer. The initial result was 0.240 miu/ml. This result was reported outside of the laboratory. The repeat result was 1337 miu/ml with a data flag. The sample was repeated again using 1:100 manual dilution and the result was 14.12 miu/ml with a data flag. The repeat result of 1337 miu/ml was believed to be correct. The hcg + b reagent lot number was 47048900 with an expiration date of 30-sep-2021.